Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the patient had a left total pinnacle metal on metal hip. The hip was done by dr. (B)(6). The hip was painful, and the patient had elevated metal ion levels. The current surgeon did a liner and head exchange. The cup and stem were well fixed and retained. Doi: (B)(6) 2009, dor: (B)(6) 2021, affected side: left hip.